Event description:
It was reported following implant procedure that the left ventricular lead exhibited loss of capture. Diagnostic imaging confirmed the lead had dislodged. The lead was deactivated while pending intervention. On (B)(6) 2022 the lead was successfully repositioned. The patient was stable and asymptomatic.